Manufacturer narrative:
(B)(4) date sent: 1/25/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. The following information was requested, but unavailable: what part of the jaws were broken? Did the active blade break off of the device? Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Did the detached part of the device fall into the patient? Was the detached part of the device retrieved? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during a left kidney surgery the device's jaws broke. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1-27-2017. Based on additional information received the file no longer meets the criteria of a reportable event. Additional information received: what part of the jaws were broken? A jaw. Did the active blade break off of the device? No. Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) no. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Unk. Did the detached part of the device fall into the patient? The customer does not have the answer. Was the detached part of the device retrieved? Yes. Did this cause a change in the plan of care for the patient? No. Please, explain what part of the device broke off of the device. Did the detached piece fall into the patient? The customer does not have the answer. Was this detached piece retrieved from the patient? The customer does not have the answer. Did retrieving the detached piece from the patient change the plan of care for the patient? The customer does not have the answer.

Manufacturer narrative:
(B)(4). Batch # n9377k. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.